Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed the aspiration and dispense of the wash manifold, which were good. The cse checked acid and base dispenses, which were good. The cse inspected reagent probes and no issues observed. The cse performed 24 replicates of dark counts with acceptable results. The cse performed daily cleaning procedure and ran 20 replicates of low calibrator to verify precision, and results were accepted. The cse ran quality control (qc), and result was in range. A siemens headquarter support center (hsc) specialist reviewed the data. Tniu is a low relative light units (rlu) result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. When a discordant result occurs, the system is checked for the functions that may not be performing with good precision. This is considered an isolated event and it is possible that there may have been an issue with the sample being tested. The cause of the discordant troponin ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin ultra result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument and an alternate instrument, resulting lower. The result obtained on the original instrument was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin ultra result.